Manufacturer narrative:
Based on additional information, the bscc heart valve serial number for this event has been corrected. As a result, it was noted that this reported event was previously reported to the FDA on april 7, 1994.

Event description:
A copy of a medical report obtained by the initial reporter was received by shiley indicating, according to the translation of the report, the pt died in the hosp ER of serious pulmonary edema and cardiogenic shock due to a fracture of the aortic valve prosthesis.